Manufacturer narrative:
The user facility reported a patient required treatment for pancreatitis which occurred one week after a procedure in which involved the tissue sampling of a pancreatic cyst. The pancreas was accessed via a 19 gauge fna needle, and the moray micro forceps was used for sampling the cyst. The user facility reported the procedure was performed successfully without complication. Our device the moray micro forceps performed as intended and the physician reported that he operated the device according to our indications for use. Our instructions for use do state the following: "identify the lesion to be sampled via endoscopic or endoscopic ultrasound visualization, and maintain visualization through use of the moray micro forceps." "Caution: if using device through an fna needle, make sure to maintain eus visualization of forceps at all times during usage. Losing visualization of forceps may allow the end user to advance forceps too far, potentially injuring surrounding tissue or structures." This report may be updated if additional information is received. Not returned to manufacturer.

Event description:
The user facility reported a patient required treatment for pancreatitis which occurred one week after a procedure in which involved the tissue sampling of a pancreatic cyst. The pancreas was accessed via a 19 gauge fna needle, and the moray micro forceps was used for sampling the cyst.